Event description:
Clinician reported noise seen in an rv lead monitoring episode on home monitoring. Shock impedance has decreased slightly in the last month. Patient reported a cardiac surgery on the same date and time as the noise recording. No noise could be seen in person, and lead values were reported as within normal range. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.